Event description:
It was reported that the device was used during an anterior resection. When the device was fired, the staples were jammed along with the tissue in the anvil. The tissue was torn to release it from the device. The patient was handsewn and a colostomy (loop) was performed to complete the case.